Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup mode. It was then discovered that the ICD exhibited premature battery depletion.